Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s blood glucose was 29 mmol/l at the time of incident. Customer was treated with the 20 units of insulin. Customer stated that his reservoir amount does not change after he does bolus. The insulin pump will return for the analysis.